Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to power on with battery power. When the user hit the top of the battery, the device powered on. The device successfully power on with ac power. Complainant indicated that there was no pt involvement in the reported malfunction.